Event description:
I had an issue with the blood collection device causing significant bleeding. I called inaware and found they do not have the necessary quality mgmt systems required by a company selling medical devices and lab testing services. I called them in relation to one of the tests I ordered and they were unable to recall some basic info about expiry dates of their products, lot numbers, etc., in order to file a complaint with the device mfrs. This shows they will not be able to effectively issue recalls, avoid using expired inventory, and maintaining safety for customers like me. FDA safety report ID# (B)(4).